Manufacturer narrative:
Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The replaced pcb assembly was further evaluated in the failure analysis center but the reported problem could not be reproduced and root cause could not be determined .

Event description:
Found during routine testing. Customer reported device displays service indicator. When physio-control evaluated the device, a fault code related to defibrillation function was observed multiple times in the device's error log.